Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. There is no serial number or date of manufacture but the entire unit was installed at the account on (B)(6) 2008. Actual device was evaluated on site by a field service representative. Eval summary: it was reported, the end cap fell into a sterile field and impacted a sterile surgical tray. The end cap is a non-sterile component. Although the failure did not directly cause or contribute to an injury, there is a potential for this to cause or contribute to a health concern. The staff quarantined the area and opened another sterile tray. While there was no direct contact with the pt in this case, the potential exists for the end cap to drop onto or into the pt during surgery. There was no direct pt involvement or serious adverse consequences reported with this occurrence. This is not a single use device.

Event description:
(B)(4). It was reported the spring arm elbow cover near the extension arm joint fell during a case. It was further reported that it hit a sterile tray and the staff quarantined the area and opened a new surgical tray. The cover was damaged by collision with other equipment and the removed the cover.